Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received ninety five inappropriate shocks due to oversensing of noise due to muscle stimulation in addition to atrial fibrillation (af) with rapid ventricular response (rvr). The patient is on dialysis with a high risk of infection. The system was explanted without further incident. No additional adverse patient effects were reported.